Event description:
The customer reports experiencing difficulty attaching the hub of the i.v. Catheter a needleless connector. No adverse medical sequela was reported.

Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a f/u report detailing the results of the evaluation.